Manufacturer narrative:
On (B)(6) 2014, conmed received an "unopened" package containing the c7120 apex arthroscopy tubing set for evaluation. Visual examination of the returned package/product found one of the three tubing wrap tapes was caught between the seal of the tyvek lid and the tray. Dye leak testing confirmed the package failed leak test resulting in breach of sterility. This lot was manufactured on 14-aug-2013. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. A 2-year review of the complaint history for the device family shows there has only been one confirmed unit that failed dye leak testing. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. This is an isolated incident. To date, there have been no serious injuries or death related to this reported problem. In this instance the packaging engineer believed that the tubing wrap tape was not properly secured to the tubing set and this allowed the tape to be caught in the seal. To prevent future recurrences, an investigation has been opened to address this issue. The packaging anomaly was obvious to the distributor during incoming inspection and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The international distributor in (B)(6) reported that during receiving and inspection of incoming products, the distribution personnel found a piece of "paper pinched between the sterilization tray and the tyvek sheet" of the package containing the c7120 apex arthroscopy tubing set. Testing results confirmed the returned package failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during incoming inspection at the distributor warehouse prior to distribution to an end user.